Manufacturer narrative:
Examination (at 10x magnification) of the catheter body found what appeared to be adhesive (hard and clear) located 46cm proximal of the catheter tip and is 2cm long. It is hard not sticky and there is what appeared to be some kind of fiber stuck to the adhesive. There were no abnormalities observed during the examination. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplemental report will be forthcoming when the chemistry results are complete. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
Chemistry testing found the substance showed similar absorption characteristics when compared to epoxy resin like material.

Event description:
It was reported that when the packaging was opened on a sterile table in the or, it appears to be already contaminated with an unidentified ¿hair¿ that was stuck to the device. It was further indicated that the hair was stuck to the device and seemed to be glued to it.